Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2023-06731, 3006705815-2023-06733 it was reported that both of the patient's leads had migrated. As a result, the patient underwent surgical intervention to address the issue. During the procedure, the ipg became inoperable due to not being placed into surgery mode. In turn, both leads and the ipg were explanted and replaced. Effective therapy was established post-operatively.